Manufacturer narrative:
The suspect product is the active test strips.

Event description:
Customer reportedly received the following results on the active system within 10 minutes: 484 mg/dl, 200 mg/dl, and 114 mg/dl. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek active system: test strip lot number 22941032, expiration date 11/30/2007.